Event description:
Rptr indicated a vns pt's generator settings were inexplicably turned off. The rptr indicated the pt is a little girl that has trouble sitting still and this may have caused a sys test to be interrupted. An interrupted sys test could result in settings being changed to factory settings. The pt was programmed to the desired settings and diagnostics are within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.